Event description:
It was reported that a balloon leak occurred. A 15/4.00 flextome cutting balloon was selected for use. During preparation, it was noted that the balloon leaked. The procedure was completed with a different device. No patient complications were reported.